Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a total loss of fluid was noted; however, its source could not be identified. The device was removed and no there were no patient complications.